Event description:
At about 5 months after the primary surgery, the patient came reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the liner, glenosphere, and metaphysis. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14-jun-2023. Lot 2115611: (B)(4) manufactured and released on 01-feb-2022. Expiration date: 2027-01-12. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review. Additional item involved in the complaint, batch review performed on 14-jun-2023: reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot. 189936b lot 189936b: (B)(4) released on 31-jan-2022. Expiration date: 2027-01-11. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review.